Manufacturer narrative:
The screw was discarded by the customer and is not available for eval. No info regarding the nature of the reported device failure was provided. Review of the device history record cannot be performed as the device lot number is unk. No conclusions can be made at this time.

Event description:
International reports the only info made available is that there was a failure with an expedium polyaxial screw in the fall of 2008. It has been reported that no additional info will be made available. The screw was discarded.